Event description:
Ous MDR - after an implant duration of about 2 months, a sudden v-threshold increase, an impedance drop and an intermittent loss of capture were reported. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.